Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that there were no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the deformed sheet metal components are symmetrically deformed and prevent the user from tensioning the inserted devices with the instrument. The root cause of this deformation cannot be identified by product development, but a manufacturing evaluation should be performed. There are about four instruments recently returned which have the same or similar issue. A manufacturing investigation was conducted. The report indicates that the operating lever cannot be operated, although the cutting lever is in the locking springs. The operating lever should be operable in this position. The operating lever cannot be operated due to the strong bending of the locking springs. Only high force may have led to bend the locking springs. Why the springs are bent could not be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the zipfix gun broke. The handle won¿t squeeze, unable to fully tension. There was no patient involvement. This is report number 1 of 1 for (B)(4).